Manufacturer narrative:
H.6. Investigation summary: customer returned photos of shelf cartons of 1cc, 8mm, 30g syringes from lot # 6109961 and lot # 6270778. Customer states that the lot is not clear and duplicated and the boxes are dented and torn. The photos were examined and the shelf cartons from lot # 6270778 exhibited torn shelf cartons and no lot, manufacturing date, and expiration date information printed on the shelf cartons. The shelf cartons from lot # 6109961 exhibited crushed shelf cartons, double printed lot information on the shelf carton, and the lot information printed in the wrong position on the shelf carton. A review of the device history record was completed for batch# 6270778. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 6109961. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 06sep2019, holdrege received a complaint, via pictures, from material 326702, batches 6109961 and 6270778. Visual inspection of the pictures from batch 6109961 showed cartons that were crushed or dented, lot coding on the cartons that was double printed, and lot coding on the carton that on the top right corner on the top of the carton as opposed to the top right corner of the back of the carton. Visual inspection of the pictures from batch 6270778 showed cartons with no lot number in the designated area, and cartons that were torn on the flap or on the back, near the lot code information. Process summary: the blisterpack machine packages the syringes into a sequence of individually formed pockets in the bottom web that is heat-sealed with the top web and then cut into individual blisters. Sealed blisters are then conveyed and picked and placed into a shelf carton. The full cartons are conveyed across a scale to ensure that the correct number of syringes have been placed in the carton. The cartons are then conveyed to the case pack. Once five cartons are in position, a shipper case is erected and the five cartons are shuttled into the erected case, which is then conveyed to be taped shut, labeled and palletized. There were no quality notifications or log book entries that pertained to this defect during the production of these batches. The DHR was reviewed and there was nothing that pertained to these defects. Definitive root causes cannot be determined. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see section h.10.

Event description:
It was reported that bd ultra-fine¿ ii insulin syringe label information was illegible. This occurred on 35 occasions before use. The following information was provided by the initial reporter: lot 6109961. Lot not clear = 15 and duplicate lot = 3. Lot 6109961. Dented = 12 and duplicate lot = 1. Lot 6270778. Tore box= 3 and no lot = 1.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6109961. Medical device expiration date: 2021-07-31. Device manufacture date: 2016-04-18. Medical device lot #: 6270778. Medical device expiration date: 2021-12-31. Device manufacture date: 2016-09-26. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ ii insulin syringe label information was illegible. This occurred on 35 occasions before use. The following information was provided by the initial reporter: lot 6109961. Lot not clear = 15 and duplicate lot = 3. Lot 6109961. Dented = 12 and duplicate lot = 1. Lot 6270778. Tore box= 3 and no lot = 1.